Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode pad messages) has been confirmed. Upon evaluation, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll to report constant check therapy electrode pad messages. The patient was issued a replacement electrode belt.